Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, resulting in pairing failures and loss of glucose data display on the pump; troubleshooting included toggling settings, re-entering the sensor code, and restarting the pump, after which readings resumed, consistent with an intermittent communication failure involving the antenna and electrical/magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, aligned with intermittent communication failure implicating the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.